Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00138. This report is being submitted as additional information. The referenced pump exchanged on (B)(6) 2017 was reported under medwatch MFR report #2916596-2018-00136. The referenced pump exchanged on (B)(6) 2016 was reported under medwatch MFR report #2916596-2016-02277. (B)(4). Approximate age of device - 1 year and 1 month. Manufacturer's investigation conclusion: the returned centrimag motor (serial number (B)(4)) was evaluated and tested by tech service under work order : (B)(4). The reported complaint was verified and reproduced during testing. The returned motor was connected to test equipment but as soon as the motor cable was moved slightly the test console alarmed with a "motor disconnected:m2" alarm. After numerous attempts the motor cable continued to cause this error. Continuity and insulation (hipot) testing of the outer portion of the motor's cable did not reveal any issues, suggesting that the issue was internal to the motor housing. Further testing could not be performed due to the motor components being potted. As a result, the exact location of the damaged motor cable could not be conclusively determined. Although the root cause of the event could not be conclusively determined, similar reports of centrimag motor cable wire compromise have been documented and corrective action has been initiated to investigate the issue further. Per reported information there was no adverse effect on the patient at the time of the event and the issue did not cause any stop or deceleration in the system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the emergency room on (B)(6) 2017 with low flow alarms. Device interrogation revealed pump stoppages and the patient underwent a pump exchange. During the pump exchange, a kink at the proximal portion of the outflow graft was observed. It was hidden under the ventral leaf near its proximal portion. During the procedure the outflow graft was untwisted and the kink was straightened out. It was reported that the low flow was likely related to the combination of pump stoppages and twisted outflow graft. All other causes were ruled out. No additional information was provided.

Manufacturer narrative:
Section g2: correction.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # (B)(4). This report is being submitted as additional information patient information was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ the motor is not a single use device. The approximate age of the device is 6 years and 9 month, calculated from the purchase date. Device evaluated by MFR: the device was received for investigation. The evaluation is not yet complete. Device manufacture date: the centrimag motor was manufacturer in september of 2010. The manufacture date was approximated as 9/1/2010. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that a system fail message was displayed. Movement of the black cable would cause the alarm. Reportedly, the motor did not stop or decelerate. The device was in use on a patient at the time of the event. There was no adverse effect on the patient.

Manufacturer narrative:
Section g4: manufacturers aware date was inadvertently omitted from previous report. The correct date was jan 15, 2019. Section h3: the device was evaluated and has been reported. The manufacturer is closing the file on this event.